Event description:
Bilateral capsular contracture, baker grade 4, right side.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional. No additional observations.